Event description:
It was reported that approximately 3 hours after the warmer was turned on at 42 degrees celsius, the nurse noticed a hole in the warmer drape, reporting it caused contamination. No patient injury, infection, or complications were reported.